Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redw0491 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by inserter "this particular kit had a damaged access needle that was missing the protective cap. That cap was nowhere to be found in the kit. And the plastic end where you insert the guide wire was broken into 2 pieces. I could have had a quick sterile field break if that needle were to poke or cut into my finger while I was grabbing items out of the tray. Also, the plastic tube cover for the transducer [ introducer] was not attached to the transducer but was found in the kit. The transducer cover can be explained but the missing needle cover, I do not know. The kit was completely sealed and did not look like it was tampered with." On 12/12/2019: no patient harm reported.